Event description:
The customer received questionable calcium results on their integra 400 plus analyzer. The customer provided data for four patients, of which one had discrepant results that were reported outside the laboratory. The patient's initial calcium result was 2.82 mmol/l. The corrected calcium result was 2.76 mmol/l. The doctor called to order follow up tests that were found to be normal. On (B)(6) 2012, the patient's sample was then tested on a siemens advia to confirm the initial results. The first advia result was 2.31 mmol/l. The corrected advia result was 2.34 mmol/l. There were no adverse events. The calcium reagent lot number was 655049 and the expiration date was not provided. The field service representative calibrated and ran quality control on a new lot of reagent. He performed a precision study. He tested ten patient samples in duplicate.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Additional information was not available for further investigation. There were no adverse events.